Manufacturer narrative:
(B)(4). Age/date of birth: unknown, not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a female patient had a posterior capsule tear with vitreous loss after an intraocular lens, model zcb00, was implanted. The lens was then removed from the eye. An anterior vitrectomy was performed and a sulcus lens from another manufacturer, was implanted during the same procedure. Additionally, it was reported that there was no problem with the zcb00 lens and this event was due to patient anatomy; there was not adequate support for the lens. Patient did well post-op. No further information was provided.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. The lens was received with a large cut from the lens edge across the optic. The condition observed in the lens and the way in which the cut was formed is consistent with a lens that has been cut due to lens removal. The complaint indicated that there was no issue with the lens and the complaint was due to patient anatomy. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The manufacturing record review was evaluated and no deviation or non-conformity associated with the complaint were found. The device units manufactured were released within specifications. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the manufacturing records review, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.